Manufacturer narrative:
After the patient was intubated for surgery, gas was found to be leaking. He was extubated and a new et tube was placed. They reported that a hole was found in the et tube. No patient injury resulted and the procedure continued without further incident. The sample was returned and evaluated. No visible hole or defects were identified on the tube. The cuff was tested and performed as intended. No holes or leaks were observed. The reported issue was not confirmed. We have no information to suggest the et tube caused or contributed to the reported incident. It is not known if another component in their anesthesia circuit may have been the cause of this incident. However, in an abundance of caution this medwatch is being filed.

Event description:
A leak was reported and the et tube was replaced.